Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Today I had an issue with the anterior chamfer cut made by one of my surgeons at hospital. After moving the implant proximally, recutting each femoral cut, and re-trialing there was no improvement (anterior chamfer was > 2mm off). Dr. Was quite upset, and would like some kind of answer to his question of ¿why do I get inconsistent results?¿ any assistance would be greatly appreciated.

Manufacturer narrative:
Reported event: it was reported ¿today I had an issue with the anterior chamfer cut made by one of my surgeons at (B)(6) hospital. After moving the implant proximally, recutting each femoral cut, and re-trialing there was no improvement (anterior chamfer was > 2mm off). Dr. (B)(6) was quite upset, and would like some kind of answer to his question of ¿why do I get inconsistent results?¿ any assistance would be greatly appreciated.¿. Product evaluation and results: review of the case session files was not performed as case session data was fully not provided. Archive files were not received for review. Product history review. A review of device history records shows that rob280 was inspected on 08/05/2014 and was handled. A review of the data revealed that the non-conformances is not related to the failure alleged in this complaint. Complaint history review a search of the complaint database under device identification pn 209999 reports similar complaints for tka software - software error. The complaints are pr: (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4). Conclusions: the failure could not be determined as the archive files were missing from the provided case session data and logs so a review was unable to be performed. No additional investigation or specific actions are required. If additional information is received such as the full case session files then the complaint will be reopened.

Event description:
Today I had an issue with the anterior chamfer cut made by one of my surgeons at hospital. After moving the implant proximally, recutting each femoral cut, and re-trialing there was no improvement (anterior chamfer was > 2mm off). Dr. Was quite upset, and would like some kind of answer to his question of ¿why do I get inconsistent results?¿ any assistance would be greatly appreciated.